Event description:
It was reported patient is experiencing severe chronic pain after revision surgery from a trochanteric fixation nail (tfn) and screws to an unknown 9-hole condylar plate, and six unknown cortex screws. The revision/implant surgery was on (B)(6) 2011. This complaint involves 7 parts. This complaint is related to complaint (B)(4) which addresses the tfn nail and lag screws initially implanted on 1/28/2011 to treat patient's injuries and where explanted on (B)(6) 2011 during revision surgery. This report is for 6, 4.5mm cortex screws with unknown part and lot numbers this is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for 6 unknown, 4.5mm cortex screws of the following lengths as described on the patient implant record 52.0 mm, 54.0 mm , 56.0 mm , 64.0 mm ,70.0 mm and 40.0 mm. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.